Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Device history lot ==> a manufacturing record evaluation (mre) was performed for the finished device number 6881100, and no non-conformances related to the reported complaint were identified. Manufacturing date: 11/10/2014. Sterilization expiration date: 11/10/2019.

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 700cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The diagnosis was confirmed by a physician. As a result, the patient underwent removal and replacement with a 700ccn mentor memorygel breast implant ( catalog #:3507001bc, serial #: (B)(4)) on (B)(6) 2019.